Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and post-case, when the catheter was removed from the patient, a ring of char was noticed just above electrode 2 of the catheter. There were no errors displayed on the carto 3 system or the ngen generator during the procedure. A replacement catheter was requested. No adverse patient consequence was reported. Additional information was received. It was reported that the char was located at the base of the tip electrode. There were no issues related to temperature and flow on the catheter. The patient was anticoagulated above 350. The patient did not exhibit any neurological symptoms since the procedure was completed. The physician considered the amount of char as excessive (based on their clinical experience). The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Heparinized normal saline was used as the irrigation fluid.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The provided photo was reviewed and no root cause can be determined without sample evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction: full UDI has been populated to field d4. Primary UDI number. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and post-case, when the catheter was removed from the patient, a ring of char was noticed just above electrode 2 of the catheter. There were no errors displayed on the carto 3 system or the ngen generator during the procedure. A replacement catheter was requested. No adverse patient consequence was reported. Additional information was received. It was reported that the char was located at the base of the tip electrode. There were no issues related to temperature and flow on the catheter. The patient was anticoagulated above 350. The patient did not exhibit any neurological symptoms since the procedure was completed. The physician considered the amount of char as excessive (based on their clinical experience). The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Heparinized normal saline was used as the irrigation fluid. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature, impedance, and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test were performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31264724l and no internal action related to the complaint was found during the review. The thrombus-clot issue reported by the customer was confirmed since the photos provided by the decontamination lab could be related to the char described by the customer. The potential cause of the thrombus-clot could not be conclusively determined. The instruction for use of the device contain the following recommendations: monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation; to remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref (B)(4).